Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer was admitted to the hospital due to blood clot in the lung. The customer has been experiencing high blood glucose for two days. The blood glucose reading had increased to 500 mg/dl range. The hospital had taken her off the insulin pump, customer is treated with manual injections. During troubleshooting, time and date correct. Programming correct. High pressure test failed twice. Nothing further reported.